Manufacturer narrative:
B4:25may2021. Multiple attempts were made to obtain information with no response from the reporter and therefore cannot be determined. If additional information is later obtained, a supplemental report will be submitted.

Manufacturer narrative:
Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. There was no harm reported.

Event description:
It was reported that the ventilator's navigation ring failed. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. There was no harm reported.

Manufacturer narrative:
The service engineer was scheduled to go onsite to repair the device. During verification for service it was reported that the navigation ring was already working. No further information was provided. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful.